Manufacturer narrative:
H6: additional review indicated codes d15, b17, c20, c07, c13 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9, h2, h3: the return of bi71000225r provided the lot number s1951uqk rev. R. The hardware was returned and analysis was performed. The standalone printed circuit board (pcb) passed visual inspection and bench test, 15 vdc present at tp 7, 113 vac present at tp 24. All l.e.ds were functioning as normal and fans were operating correctly. The analyst installed the component into a test system. The system booted and readied on each power up cycle. Multiple 2d and 3d acquired without any issues while under test. Codes b01, c19, d14 are applicable to this analysis. The return of bi71000222r provided the lot number k1941aaf rev. J. The hardware was returned and analysis was performed. The printed circuit board assembly (pcba) generator control was installed in a test imaging system. The system did not initialized. The generator did not ready. Error e033, the remote console has lost the communication with the generator. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, product ID: bi71000225r, product ID: bi71000464, product ID: bi71000860r, product ID: bi71000222r, product ID: bi71000577. H6: multiple annex g codes were coded for this event. G02027 was coded for the kit svc o2 bi71000450 power supply psi, kit svc o2 bi71000860 encl pwr conv, and kit svc o2 bi71000577 pcba supply board. G04060 was coded for the kit svc o2 bi71000225 pcba genrtr isol and kit svc o2 bi71000222 pcba genrtr cntl. G0201202 was coded for the kit svc o2 bi71000464 o2 gen fuse kit. Multiple annex a codes were coded for this event. A0508 was coded for the noise. (B)(6) was coded for no power on the standalone board. A090501 was coded for the radiation being disabled. A110201 was coded for the system intializing. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that while the system was performing an exposure, the system produced a loud popping noise. The system then showed radiation disabled, and that the system was initializing. There was no power to standalone board. It measured -200 vdc with no load on one lead only, with load no input. All fuse checked and were good. The probable cause  was the power conversion module. The use of medtronic imaging was aborted. There was less than an hour delay in surgery. Patient impact was not provided.

Manufacturer narrative:
H3: the following devices were returned to the manufacturer for analysis: (product: kit svc o2 bi71000450 power supply psi, serial/lot: (B)(6) rev. F), (product: svc o2 bi71000225r pcba gen iso rfb, serial/lot: (B)(6) rev. R), (product: kit svc o2 bi71000450 power supply psi, serial/lot: (B)(6) rev. G), (product: kit svc o2 bi71000577 pcba supply board, serial/lot: (B)(6) rev. G) analysis found that there was no failure. The power conversion (product: kit svc o2 bi71000860r encl pwr conv rfb, serial/lot: (B)(6) rev. G) was returned to the manufacturer for analysis. Analysis found that there was a power converter failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. The control board (product: svc o2 bi71000222r pcba gnrtr ctrl rfb, serial/lot: (B)(6) rev. J) was returned to the manufacturer for analysis. Analysis found that there was a power converter failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Codes d02, b01, c02 apply to the system (base sys bi70002000 o-arm sys o2, serial/lot: (B)(6)), the power conversion (product: kit svc o2 bi71000860r encl pwr conv rfb, serial/lot: (B)(6) rev. G), and the control board (product: svc o2 bi71000222r pcba gnrtr ctrl rfb, serial/lot: (B)(6) rev. J). Codes d14, b01, c19 apply to the power supply (product: kit svc o2 bi71000450 power supply psi, serial/lot: (B)(6) rev. F), the pcba generator (product: svc o2 bi71000225r pcba gen iso rfb, serial/lot: (B)(6) rev. R), the other power supply (product: kit svc o2 bi71000450 power supply psi, serial/lot: (B)(6) rev. G), and the supply board (product: kit svc o2 bi71000577 pcba supply board, serial/lot: (B)(6) rev. G). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field and hardware parts were replaced and the generator board was calibrated. Newly reported codes, b01, c07, c13, and d02 are applicable. H3, h6) the product: bi71000577, lot number: s1942cmv rev. G, was returned and analysis did not confirm the reported event. The supply board was installed into a test imaging system. The system booted, motion, x-ray and communication all readied on every power up. Multiple 2d and 3d images were successful and no faults were found while under test. Newly reported codes, b01, c19, and d14 are applicable. H6) the product: bi71000450, lot number: k22390096 rev. G was returned to the manufacturer on 06-jun-2024 and is pending analysis. Newly reported codes b21, c21, and d16 are applicable. H6) the product: bi71000222r, lot number: k1941aaf rev. J was returned to the manufacturer on 06-jun-2024 and is pending analysis. Newly reported codes b21, c21, and d16 are applicable. H6) the product: bi71000860r, lot number: xc19350273 rev. G was returned to the manufacturer on 06-jun-2024 and is pending analysis. Newly reported codes b21, c21, and d16 are applicable. H6) the product: bi71000225r, lot number: s1951uqk rev. R was returned to the manufacturer on 06-jun-2024 and is pending analysis. Newly reported codes b21, c21, and d16 are applicable. H6) the product: bi71000450, lot number: v18270085 rev. F was returned to the manufacturer on 06-jun-2024 and is pending analysis. Newly reported codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: product: bi71000450, lot number: v18270085 rev. F was received by the manufacturer for analysis. The ps1 was installed into a test system. The system initialized. Generator, communication and charging readied. Ps1 output voltage was 5.21vdc. 2d and 3d images were successful. No failure was found. Previously reported codes b01, c19, and d14 are applicable. Product bi71000450, lot number: k22390096 rev. G was received by the manufacturer for analysis. The ps1 was installed into a test system. The system initialized. Generator, communication and charging readied. Ps1 output voltage was 5.21vdc. 2d and 3d images were successful. No failure was found. Previously reported codes b01, c19, and d14 are applicable. Product bi71000860r, lot number: xc19350273 rev. G was received by the manufacturer for analysis. Power conversion enclosure failed bench testing. Transistors q28 and q14 failed, both transistors are shorted. C02 is applicable. Previously reported codes b01 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.